Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is (B)(4). This site is an (B)(4) manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that foreign matter was found in the "spike " of a bd¿ IV set (B)(4). There was no report of injury or medical intervention.

Event description:
It was reported that foreign matter was found in the "spike " of a bd¿ IV set cfn120 bp hs. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: investigations: no samples were returned in support of this complaint. Sample sent from (B)(6) was hold up at (B)(6) customs, and not allowed entry. Sample was destroyed with instructions by bd. No photo of the sample was provided. Bd (B)(4) update with new information: before inserting into the fluid, 1mm black spot was found on the surface of the spike part in the chamber. Retention samples inspection: inspected 25 IV set cfn120 retention samples of lot 20180205 have been checked for foreign matters and no abnormality was observed. DHR review: manufacturing records such as spike injection work, parts assembling and IV set packaging records for lot 20180205, no abnormality was observed. Investigation conclusion: root cause: as no sample or photo was provided, hanscent¿s investigations points out to 2 possible causes: the 1mm black spot is not stationary or embedded onto the spike, based on similar fm complaints for same sku with lot 20171028, reference pir 3001606, the black spot could be oil stain. If the black spot was oil stain, the cause is determined to be from spike injection process. The equipment technicians coated oil onto the mold for protective against corrosion. The oil might have be attached to the injected spikes due to presence of excessive oil in the mold. The 1mm black spot is fixed or embedded onto the spike, probable cause would be a foreign material resides in the raw material and production workers missed this during incoming material visual inspection, spike injection and final product inspection process. Corrective actions: retrain all the technicians to check and clean the oil after mold maintenance. If any residue oil stain was observed, the technicians shall clean up the mold oil. Retrain the incoming-material inspection workers to watch out for any foreign matters, and to segregate it from qualified material if necessary and report the findings. Retrain the parts assembling workers and final inspection workers to pay more attention to the fm issue during each process. Strengthen process inspection of spikes for foreign matters. If any fm found, the affected products would be separated from other products and implement 100% inspection. Preventive actions: the technicians inspecting the mold to check no excessive oil on the mold during daily maintenance checks. Strengthen all processes inspections for fm. Hanscent will continue to monitor this case trend and educate all the workers this issue to avoid the recurrence of such cases in the future.